Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy pacemaker (crt-p) was "not working". The crt-p remains in use. No patient complications have been reported as a result of this event.